Event description:
It was reported that during lead revision procedure, the guidewire could not be inserted into the left ventricular lead. The lead was explanted and replaced. After the procedure the patient was in stable condition and was released the same day.